Manufacturer narrative:
The investigation found the pusher returned without the implant attached but no indications of thermal activation using a detachment controller were observed on the pusher heater coil. The implant was not returned for evaluation. Further inspection found the pusher bodycoil offset/overlapping at the distal section, and the pusher hypotube exhibited multiple kinks. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. However, no procedure imaging was provided for review; therefore, the investigation could not determine if the implant coil was floating in the vessel or if it pulled a previous coil out of the aneurysm as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during the embolization of a meenteric artery aneurysm, two coils were selected. The deployment of the first coil proceeded smoothly. However, the second coil could not advance normally, and it had resistance during delivery. When the pusher wire was retracted, the coil was found to have prematurely detached from the pusher. After the microcatheter was withdrawn, a portion of the coil was observed floating in the vessel. A snare was used to capture the coil completely into a long sheath, which was then removed from the patient. The other portion of the second coil was found to be entangled with the first coil. Subsequently, both coils were captured and removed from the body together. After switching the coil to a different model, the procedure was completed successfully. The patient is fine.